Event description:
The physician reported that the pt received an inappropriate shock on the (B)(6) 2011. The subject lead was replaced due to this.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.